Manufacturer narrative:
Date of event was approximated to (B)(4) 2021 based on the date the manufacturer became aware of the event. Medical device problem code a0401 captures the reportable event of stent shaft break. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a tria ureteral stent was used during a procedure. The event date is unknown. During preparation, the stent fell apart when the physician attempted to use it. The procedure was completed and it was unknown what model of stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event was approximated to january 1, 2021 based on the date the manufacturer became aware of the event. Block h6: medical device problem code a0401 captures the reportable event of stent shaft break. Block h10: the returned tria ureteral stent was analyzed, and a visual evaluation noted that it was detached in bladder coil and it still having their suture load, however, it was cut. During a functional analysis use a mandrel of 0,039" and pass through stent without resistance finally caught their side ports of the renal coil stretched out. No other issues with the device were noted. The reported event was confirmed. According to the product analysis, evidence found with the bladder coil detach and side port holes of renal coil stretch out. This is an issue that possible could be caused by operational factors, interaction of the device with the suture string such as an entanglement during preparation. It is possible that an excess of force applied to the suture string during the set up could damage it and cause the found issue. Consequently, affect the performance of the device. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a tria ureteral stent was used during a procedure. The event date is unknown. During preparation, the stent fell apart when the physician attempted to use it. The procedure was completed and it was unknown what model of stent was used to complete the procedure. There were no patient complications reported as a result of this event.